Manufacturer narrative:
Additional clarification received on (B)(6) 2021 indicated that this complaint was already reported under MFR report number 3005168196-2021-02521. Therefore, please disregard this duplicate report and refer to MFR report number 3005168196-2021-02521 and its associated follow-up.

Event description:
The patient was undergoing a medical procedure in the internal carotid artery (ica) using a benchmark 6f 071 delivery catheter (benchmark). It was noted that patient anatomy was tortuous. During the procedure, while positioning the benchmark in the patient, the physician broke the benchmark at the mid-shaft. The physician then used a snare device to successfully remove the broken benchmark. The procedure was completed using another benchmark. There was no report of an adverse effect to the patient.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.